Manufacturer narrative:
Product eval: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause: root cause has not been identified. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, a blue fiber was found in the eye inside the folded iol. The surgery was prolonged by a few minutes. The lens remains implanted with no injury or impact to pt. Additional info has been requested.